Event description:
My brother has used the free style libre 2 continuous glucose monitoring system for approx. 6 months. In that time, I would estimate that 80% of the time, the sensors have either not lasted the 14 days they are supposed to or have failed on the same day it was placed on his arm. I contact free style libre (abbott pharmaceuticals) customer service every time this happens. The customer service reps are all courteous and all of them are from (B)(6), some very difficult to understand, but they read from a script and really can't give me any reason why the sensors fail so often. They send a replacement sensor and a return kit with which to send the sensor back to them via fed ex, but often the replacement sensor they send fails too. We pay (B)(6) to get 2 sensors at the pharmacy which should last 14 days each and they often fail too. I contacted abbott pharmaceuticals about this problem and they blamed it on the shipping. If that is the case, they need to find a better way to ship their products. They free style libre 2 system is good when it works, but, unfortunately, the sensors have proven to be a problem for us from day one. I apply the sensor for my brother and follow the directions enclosed to it. It is extremely frustrating to have to repeatedly call their customer service for a replacement, inconvenient for me to have to run to a fed ex store to return the failed sensors, and, at times, my brother has to go without a sensor because we have not received the replacement and he cannot get a sensor from the pharmacy because of insurance. Although he can check his sugar with a finger stick, the whole purchase of the free style libre 2 system is to avoid finger sticks and also better monitor his glucose levels. The system, when it works, provides low and high sugar alarms which have been very valuable to my brother, but again, he doesn't get those alarms when the sensor is not working.